Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the system did not show the ostium seeker properly. Other instruments worked, the ostium seeker had its own instrument tracker. There was no delay to the case. No impact on patient outcome. Additional information was received stating that the health care professional reported that the instruments work correctly. They suspect that the disposable instrument tracker was faulty, but the part is no longer available. Additional information was received stating that the seeker could not be verified. The manufacturer representative suspects that the instrument tracker was faulty and that did not allow the system to track the instrument. The tracker was discarded at the site and not recoverable.